Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. The most recent information was received on 10-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essure implants broke while being removed") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015 she experienced multiple allergies ("allergies"), depression ("depression"), amnesia ("memory loss"), musculoskeletal pain ("joint & muscle pain") and fatigue ("fatigue"). Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the multiple allergies, depression, amnesia, musculoskeletal pain and fatigue had not resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to multiple allergies, depression, amnesia, musculoskeletal pain, fatigue or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 04-sep-2023. The most recent information was received on 10-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essure implants broke while being removed") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal "). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015 she experienced multiple allergies ("allergies"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint & muscle pain") and fatigue ("fatigue"). Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the multiple allergies, depression, amnesia, arthralgia and fatigue had not resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to multiple allergies, depression, amnesia, arthralgia, fatigue or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review correction was performed & event complication of device removal added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("essure implants broke while being removed") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015 she experienced multiple allergies ("allergies"), depression ("depression"), amnesia ("memory loss"), musculoskeletal pain ("joint & muscle pain") and fatigue ("fatigue"). Essure was removed on (B)(6) 2016. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (to remove essure ). At the time of the report, the multiple allergies, depression, amnesia, musculoskeletal pain and fatigue had not resolved. The outcome of device breakage was unknown. No causality assessment was received for essure with regard to multiple allergies, depression, amnesia, musculoskeletal pain, fatigue or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) essure implants broke while being removed [device breakage], allergies [multiple allergies], depression [depression], memory loss [memory loss] , joint & muscle pain [arthromyalgia] , chronic fatigue [chronic fatigue] , complication of device removal [complication of device removal], pelvic pain female [pelvic pain female], heavy menstrual bleeding [heavy menstrual bleeding] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 04-sep-2023. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of device breakage ("essure implants broke while being removed") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 308 days after essure insertion, she experienced multiple allergies ("allergies"), depression ("depression"), amnesia ("memory loss"), arthralgia ("joint & muscle pain") and fatigue ("chronic fatigue"). Essure was removed on (B)(6) 2016. On unknown date she experienced device breakage (seriousness criterion intervention required), pelvic pain ("pelvic pain female") and heavy menstrual bleeding ("heavy menstrual bleeding"). The patient was treated with surgery (to remove essure). At the time of the report, the multiple allergies, depression, amnesia, arthralgia and fatigue had not resolved. The outcomes for device breakage, pelvic pain and heavy menstrual bleeding were unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to multiple allergies, depression, amnesia, arthralgia, fatigue or device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events pelvic pain & heavy menstrual bleeding were added. Additional reporter (lawyer) added. Cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.